Event description:
The customer reported an x-ray on in error message. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller board in the generator was evaluated and replaced. The system was tested and found to be working as intended and returned to service.